Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance and remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s challenging anatomy, resulting in the difficulty encountered during advancement and removal. Additionally, it was reported that the wire separated during removal. Analysis of the returned device confirmed the material separation and noted damage to the coils. The stretched and misaligned coils is consistent with manipulation against resistance. In this case, it is possible that manipulation of the wire, when resistance was encountered, resulted in the reported material separation. The separated portion of the wire was embedded into the vessel wall. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a right coronary artery. Resistance was noted during advancement of the .014 hi-torque balance middleweight hydro guide wire with anatomy. The guide wire was inserted into the false cavity. Therefore, the guide wire was withdrawn with noted resistance with anatomy. During removal of the guidewire, angiography confirmed separation of about 1.0cm of the guidewire tip. The tip was embedded into the vessel wall by implanting another stent. A new hi-torque balance middleweight hydro guide wire was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.